Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath was selected for use, when flushing the sheath and pulling back, significant air bubbles are formed and flows back into the sheath. The sheath was replaced and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external and internal hemostatic valves had tears by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath was selected for use, when flushing the sheath and pulling back, significant air bubbles are formed and flows back into the sheath. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.